Event description:
Removal of endosseous dental implant. According to the clinician 3 implants were placed in class ii bone in a highly complex procedure entailing mandibular nerve lateralization. The clinician reports that infection developed around the implant sited and that the implants in site numbers 29 and 31 did not integrate and were removed approx. 6 weeks post operatively. According to the clinician the remaining implant is stable.